Manufacturer narrative:
The disposable handpiece used in this case was not returned. The minerva controller used in the case was returned and evaluated. The minerva controller was tested to the relevant sections of incoming inspection requirements and all testing passed. A device history review was conducted for the handpiece lot number shipped to the facility and the controller serial number. Both the handpiece and the minerva controller when released met all qa specifications. Device was not returned.

Event description:
An uneventful minerva procedure was performed for a patient suffering from menorrhagia secondary to dub. The doctor performed a diagnostic hysteroscopy and no intra-cavity pathology was identified. Further dilation of the cervical canal was performed. The minerva device was inserted and deployed. The array opening indicator was in red and after some manipulation it reached the green area. Uterine integrity test was initiated and passed. Ablation was performed successfully. Post-ablation hysteroscopy indicated full cavity coverage. A few days later the patient reported the onset of abdominal pain and went to the ER, where a CT-scan was performed and air was seen in the abdominal cavity. Laparotomy was performed and while no perforation of the uterus was present, the small bowel was adhered to the fundus. The small bowel had evidence of thermal injury. The fundus of the uterus had a small, thin blanched line on it. Bowel resection and end-to-end anastomosis was performed. At the time of laparotomy the doctor noted that the patient also suffered from a condition associated with an abnormally thin myometrial wall, possibly previously undiagnosed uterine hypoplasia, which was likely the cause of the injury. Patient fully recovered and was discharged.